Event description:
It was further reported, all broken parts were removed successfully from the patient immediately after the implant fractured. Another device was loaded and implanted successfully without any issues. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Visual inspection of the returned device does not confirm the item and lot numbers as they are not etched on the device. The unibody and deployment screw are fractured. Part of the fractured deployment screw was not returned. The fractured pieces of the unibody also were not returned. The handle is missing the quick release pin, and the knob position is extended upon receipt. No other damage is noted. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). It is noted that the lot is unknown but two possible lots were given: d4 information for the possible lots: lot: 65319156 UDI: (B)(4) mfg date:(B)(6) 2021 exp date: (B)(6) 2024 lot: 65615642 UDI:(B)(4) mfg date: (B)(6)2022 exp date: (B)(6) 2025 the device was not reported to be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery on the right side, the product fractured upon insertion.attempts have been made and additional information on the reported event is unavailable at this time.